Manufacturer narrative:
Aesculap, inc. (Importer) is submitting this report on behalf of bbraun surgical s.a. (Manufacturer). Exemption number e2014012. Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that during use of suture, burrs were noticed. The suture was used with no injury to the patient.

Manufacturer narrative:
We received a second pack (paper and plastic film pack). No suture samples have been received. The batch manufacturing record and the product fulfilled usp/ep and b. Braun surgical requirements. Therefore, we will re-open the case and analyses it. Based on the conclusion of the investigation, CAPA will not be initiated.